Manufacturer narrative:
Additional information received; it was reported that the initial endograft repair was 6 years previous to the heli-fx procedure, where a talent stent graft system with an aneurx extension cuff and limb was implanted in the patient. On CT exam a type ia endoleak was observed. 6 endoanchors were implanted in the patient along with a bare metal non mdt stent implanted in the iliac to treat a type ia endoleak and it was reported that the procedure was successful. Subsequently, a type ia endoleak was observed on CT. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. It was reported that some times post index procedure a type ia endoleak was noted on CT. Heli-fx endoanchors were implanted as treatment. It was reported that approximately 2.5 years post re-intervention stent graft migration was noted on follow up CT. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information was received for this case: approximately 6 years post the index procedure a type ib endoleak was observed on CT. It was assessed as device related. It was reported that the patient expired from acute kidney failure approximately 6 years post the index procedure. If information is provided in the future, a supplemental report will be issued.